Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing the tubing set, the pt noticed fluid inside the cycler. The origin of the leak could not be identified. Pt was given antibiotics as a precaution and had no ill effects. Sample is available.